Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 70 year old male patient who had been admitted in with plan for coronary artery bypass graft (CABG) surgery and suffered from post cardiotomy cardiogenic shock (pccs) and needed the 5.5 support, presenting in scai stage c shock. The underlying history beyond the need for CABG was not shared. Prior to the 5.5 the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. On the day of implant the patient had a hemoglobin of 8g/dl and an act of 226. The team gave 5,000 units of heparin for the pump implant and later had a access site hematoma develop. The team gave 2 units of blood and applied pressure/sandbag to the site of the hematoma. While in the ICU the patient experienced atrial fibrillation and was medicated for it. These harms did not prompt any pump explant. The pump remains on for support til the pump was weaned and explanted on day 13. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Atrial fibrillation from a left sided heart pump, can be dissociated but, there was an allegation from the medical team.

Manufacturer narrative:
B5: added updated clinical review. H6: omitted a24 and added a01.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 70 year old male patient who had been admitted in with plan for coronary artery bypass graft (CABG) surgery and suffered from post cardiotomy cardiogenic shock (pccs) and needed the 5.5 support, presenting in scai stage c shock. The underlying history beyond the need for CABG was not shared. Prior to the 5.5 the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. On the day of implant the patient had a hemoglobin of 8g/dl and an act of 226. The team gave 5,000 units of heparin for the pump implant and later had a access site hematoma develop. The team gave 2 units of blood and applied pressure/sandbag to the site of the hematoma. While in the ICU the patient experienced atrial fibrillation and was medicated for it. These harms did not prompt any pump explant. The pump remains on for support currently on day 6. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Atrial fibrillation from a left sided heart pump, can be dissociated but, there was an allegation from the medical team.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The cause of the injury was not determined due to insufficient clinical details.